Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized two weeks ago for low blood glucose levels, with a reading of 36 mg/dl. Yesterday, (B)(6), the customer was taken to the hospital due to blood glucose levels over 500 mg/dl. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Found that the customer did get a no delivery prior to the event, yesterday. Nothing further was reported.